Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system was not charging all night the night before the case in question. It has been charging for 3 days now and it appears the site used it per the logs on (B)(6) 2020 with no complaints. Battery voltages were verified and the mobile viewing station (mvs) batteries were tested. Complaint could not be reproduced at this time. The imaging system then passed the system checkout and was found to be fully functional. Section a: patient information is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a procedure. It was reported that the system shutdown unexpectedly during the case. No further information is provided at this time.